Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Probable cause for the cable damage causing the intermittent image is an unexpected stress on the cable unit due to the user's handling, resulting in a failure, so that the image could not be produced. The instructions for use includes the following statements that can prevent this from occurring: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was cutting in and out. This was attributed to the cable movement. Cable needs to be replaced.

Event description:
As reported for this event, during preparation for an unknown procedure, the device yielded no image. There is no patient involvement and no harm reported to any patient.